Manufacturer narrative:
Batch review performed on 06 june 2023: lot 2002537: 25 items manufactured and released on 20-july-2020. Expiration date: 2025-07-03. No anomalies found related to the problem. To date, 5 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient had signs of an infection and the pathogen is unknown. At 5 days from primary, the surgeon performed a washout and revised the liner. The surgery was completed successfully.